Event description:
It was reported that the patient's pulse generator was explanted due to premature battery depletion after more than six years of implant time. Also, there was some noise on this electrode, so the doctor replaced the electrode as well. There were no additional adverse patient effects.